Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, e3, h3, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, delamination, opening. Leak test was performed and found delamination of the diaphragm valve. A microscopic analysis was performed which identify, delamination. And also identify a striated edge opening on anterior. Based on the device analysis the final assessment is a delamination of the diaphragm valve assessed as adhesive failure and a striated edge opening on anterior side assessed as surgical damage.

Event description:
Patient reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device remains implanted.